Event description:
The customer reported false positive antibody screening tests with biotestcell-p3. Three patient samples that had caused false positive test results were sent to us for investigational testing, but none of the supposedly defective product was returned. Therefore our quality control laboratory tested the patient samples with the retained sample of biotestcell-p3 and yielded correctly negative results. Furthermore the retained biotestcell p3 sample was tested with different positive and negative samples and controls. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false positive antibody screening tests with biotestcell-p3. Three patient samples that had caused false positive test results were sent to us for investigational testing, but none of the supposedly defective product was returned. Our quality control laboratory is still testing the patient samples with the retained sample of biotestcell-p3. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.